Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that a foreign object came out the instrument channel of the duodenovideoscope. The foreign body was a small sponge from the cook ercp biopsy cap device holder. The issue occurred during a during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure and was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The product was not returned to olympus for inspection; however, a field service engineer (fse) was dispatched to customer site and confirmed the reported failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause for the malfunction was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information provided by the customer.